Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the motor had damage to the locking mechanism, grit in the motor swivel, excessive vibration, and a damaged flex circuit. It was also determined that the unit had likely been immersed. This condition is indicative of improper or ineffective cleaning, maintenance, and misuse/abuse of the equipment. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had a problem with noise. The device was not being used during surgery. It is unk if injury medical intervention occurred. No additional info provided. The date of the event is unk.